Manufacturer narrative:
Medwatch # 2017233-2020-01061 was sent in error. Additional received information determined that this event is not reportable to the FDA and therefore the medwatch (and supplementals) will be retracted.

Event description:
It was reported that in 2004 the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2020, aneurysm enlargement of an unknown amount and possible endotension was reported. It was reported that no reintervention was performed or is planned and since no aneurysm enlargement greater 5mm was reported the case will not be considered a serious injury.

Manufacturer narrative:
Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted.

Event description:
It was reported that in 2004 the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2020, aneurysm enlargement of an unknown amount and possible endotension was reported. It is not known if a reintervention will be performed.